Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed for break and guidewire issue. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr135710 pta dilatation catheter allegedly experienced break and device-device incompatibility. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old female is (B)(6) lbs.